Event description:
It was reported by the user facility report # that the pt underwent a spinal fusion in 2008. The cervical plate and screws were implanted. The construct was removed approx two and a half months post op due to "c4 vertebrae fracture with migration of the plate."

Manufacturer narrative:
This is the follow up report for user facility report. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.